Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-3138-25, serial #: (B)(4), description: phase iii lead extension - 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The patient was doing well following the procedure.